Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported multiple dissections occurred. (B)(6) 2013. Target lesion 1 was located in the left popliteal with 70% stenosis and was 25cm long with a reference vessel diameter of 6mm. Target lesion 2 was located in the left superficial femoral artery(sfa) with 100% stenosis and was 10cm long with a reference vessel diameter of 7mm. Both lesions were treated with the jetstream navitus system (2.4 device) via multiple slow passes combining blades up and blades down methods for a total run time of 10 min 25 seconds. Post-jetstream treatment, the target lesions were treated with a 6mm non bsc balloon catheter. The balloon was inflated multiple times in the mid to distal segment with nice release. The balloon was then pulled back to the ostium where several more inflations were made with the lesion releasing nicely. The balloon was then removed. The mid to distal 100% stenosis was reduced to 50% with several small dissections noted. The ostial segment was reduced to 20%, but also noted to have significant dissection. An 8x150mm non bsc bare metal stent was inserted and deployed in the distal sfa/proximal popliteal segment. A 7x100mm non bsc self expanding bare metal stent was inserted and deployed in the left mid sfa segment. A 8x80mm non bsc stent was inserted and deployed in the ostial left sfa segment to cover the dissection. The stents were farther dilated with a 6mm balloon, with multiple balloon inflations at 10atm performed. The stents fully expanded nicely. Final residual stenosis in each target lesion was 0%.